Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], muscle pain [muscle pain] , osteoarthritis [osteoarthritis] . Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. D35371) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy and herniated disc in 2014 and body mass index normal. As concurrent condition the report mentioned myalgia of lower extremities. On (B)(6) 2015, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), myalgia ("muscle pain") and osteoarthritis ("osteoarthritis"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, myalgia or osteoarthritis. The reporter commented: the implant has been kept at the department of anatomical pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.624 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-jun-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Muscle pain [muscle pain]. Osteoarthritis [osteoarthritis]. Case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted (lot no. D35371) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy and herniated disc in 2014 and body mass index normal. As concurrent condition the report mentioned myalgia of lower extremities. On (B)(6) 2015, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), myalgia ("muscle pain") and osteoarthritis ("osteoarthritis"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, myalgia or osteoarthritis. The reporter commented: the implant has been kept at the department of anatomical pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.624 kg/sqm. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.